Event description:
Additional information received reported that one week after implant the patient experienced drainage at the ins site. Five weeks after implant the patient was admitted to the ER with warming and a burning sensation. It was noted that the patient couldn't walk. The patient was diagnosed with an infection, and the system was explanted. The patient was also given a pic line because of the infection.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a ¿constant¿ burning sensation in the patient's mid-back where the leads were. It was noted that this started four days prior to the report. It was stated that the patient experienced stimulation in the wrong location and a "surging feeling" in the legs. It was stated that the stimulation "revved up" and that the "surging feeling" started four days prior to the report and occurred "maybe every hour". The patient did not notice a positional pattern as to when it occurred. The patient reportedly turned the stimulation off the day before the report; the "surging" stopped but the burning sensation was "still there". It was stated that there were no falls. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).